Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the handle of the adjustment guide broke during surgery and no pieces were retained in the surgical wound.

Manufacturer narrative:
Device was not returned for analysis, however; a photo was provided showing that the locking lever had broken off. Pages 2 through 4 of the persona trabecular metal femoral component surgical technique (97-5026-070-00_rev1) described how the instrument should be used and specifically that the locking lever needs to be locked down for proper use. Receiving inspection report from the supplier was reviewed for deviations and/ or anomalies with none found. Supplier device history report documents were reviewed for deviations/anomalies/scrap and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The complaint was confirmed from th photo supplied, which showed that the locking lever was missing from the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.